Manufacturer narrative:
B3 event date: estimated.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis replacement surgery because the device stopped working. There were no patient complications reported.